Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet.

Event description:
The customer reported that the user interface module screen is black when they turn the avea device on. There is no patient associated with the event. 6. Tests/lab data, including dates.